Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pump stops associated with the driveline being disconnected and a total loss of power to the system was confirmed via the submitted log file. The log file contained timestamps beginning on (B)(6)2000. The system controller clock resets to the default timestamp of (B)(6)2000 when there is a total loss of power to the system; therefore, the timestamps are consistent with a total loss of power to the system occurring approximately 3 months prior to the beginning of the log file. A clock not set alarm was active as intended due to the invalid timestamp. The log file captured the pump operating within the expected speed range without issue until the driveline was disconnected on the timestamp of (B)(6)2000 at 1:33:06, resulting in the pump stopping; driveline disconnected, pump off, and low flow hazard alarms activated as intended when the driveline was disconnected. The driveline was reconnected at the timestamp of (B)(6)2000 at 1:33:37 and the pump regained the set speed without issue. A low voltage advisory alarm activated on the timestamp of (B)(6)2000 at 10:41:30 due to routine depletion of the 14v batteries. The low voltage hazard alarm then activated on the timestamp of (B)(6)2000 at 13:23:06 due to further depletion of the 14v batteries. A no external power alarm then activated on the timestamp of (B)(6)2000 at 13:43:06 due to both 14v batteries becoming completely depleted. The system controller backup battery supplied power to the system upon the full depletion of the 14v batteries and pump function was not affected. The backup battery then became depleted and was no longer able to support the pump on the timestamp of (B)(6)2000 at 15:55:58, resulting in the pump stopping; a pump off and low flow hazard alarm activated at this time as intended. The controller was then connected to the power module; the clock was at the default timestamp of 0:00:00 on (B)(6)2000 at this time due to the total loss of power to the system. The pump regained the set speed upon connection to the power module. No other notable alarms were active in the log file. The pump maintained a speed within the expected range prior to the pump stop event due to battery depletion and while the driveline was connected. No product was returned for evaluation. The root cause of the pump stop associated with a total loss of power to the system was determined to be a full depletion of the 14v batteries and system controller backup battery after extended use. The root cause of the brief driveline disconnection could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory, low voltage hazard, no external power, driveline disconnected, and backup battery fault alarm conditions, and the actions to take when the alarms occur. Heartmate 3 instructions for use (rev. C) and heartmate 3 patient handbook (rev. D) section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Additionally, this section explains how to use the universal battery charger (ubc) to charge 14v batteries. Heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ states ¿the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power¿. The patient handbook also warns ¿do not disconnect the modular in-line connector or the pump will stop¿. This section also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. This section also explains how to replace the running system controller with a backup controller and instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. This section also explains how to replace the running system controller with a backup controller and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate 3 patient handbook (rev. D) section 2 "how your heart pump works" and heartmate 3 instructions for use (IFU) (rev. C) section 2 "system operations" explain the lights, sounds, on-screen messages, and buttons on the user interface, including the battery button and battery power gauge. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented in clinic with pump off. It was restarted on (B)(6)2024. The patient was unable to provide reliable history. Log file review was requested, and the log file was filled with incorrect date timestamps until the last two lines of the file where the timestamp was set to (B)(6)2024 at 14:54:04. Technical services stated that the incorrect timestamps could have been cause by a total loss of power to the system that occurred 4 months and 2 days ago on (B)(6)2024. The log files did not contain any type of system controller issues. The first pump stop at 1:33:47 was caused by the driveline being disconnected. The second pump stop at 15:55:58 was caused by a total loss of power to the system. Prior to the second pump stop, low power advisory and hazard events occurred as expected but were not responded to. Once power was restored, the pump returned to operating at the set speed of 5000 rotations per minute.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was unknown if the patient experienced any symptoms during the pump stop events. The cause of the driveline disconnection/loss of total power to the system was stated to be battery depletion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.